Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 287-499 mg/dl. The customer changed the supplies on the pump and used insulin injections to address the bg level. The customer performed a system check and the occlusion appeared to be related to the cartridge; however, after changing the supplies on the pump, the occlusion reoccurred. The customer reverted to using insulin injections to manage diabetes. After meeting with the healthcare provider, the customer was to resume use of the pump using a different infusion set type.